Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx closure device was implanted on (B)(6) 2023. The patient was discharged. The patient was treated due to a significant bleeding history. The patient also underwent a mitra clip procedure in 2024, which reduced the mitral regurgitation; however, the patient now has a mean mitral gradient of 7mmhg and has essentially developed mitral stenosis with limited left atrial flow. Prior to presenting to the emergency department, the patient was not taking any oral anticoagulation (oac) and was not even on aspirin. It is unclear how long the patient remained on oac or aspirin following the procedure. The patient was subsequently found on transesophageal echocardiography (tee) to have a large laminar mobile device-related thrombus (drt) measuring approximately 2cm on the face of the closure device. Due to the patient's complex bleeding history and the presence of the large drt, the physician who evaluated the patient elected to continue treatment with lovenox.